Event description:
Sorin group received a report that the heater-cooler displayed an error message during set up. There was no pt involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduce the reported issue; the error code appeared when patient pump 1 was switched on. Hand cranking was performed to start the pump motor. A cleaning cycle was performed according to the instructions for use (IFU) and subsequent testing found no further issues. The unit was returned to service. The root cause of the reported issue was accumulation of debris on the pump motor. The customer was advised to perform the cleaning procedures periodically, as stated in the IFU. No similar issues have been reported against this unit. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova technician.

Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler displayed an error message during set up. There was no pt involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.